Event description:
Dilantin ivpb (intravenous piggy back) on an infusion pump with a round green filter was started in ed (emergency department). The patient was transferred up to the floor with the ivpb still running. The nurse noted that a minimal amount of the dilantin had infused. The rn and the IV team checked the IV site and found no complications. The nurse and pharmacist then attempted to change the filter that connects the ivbp to the infusion pump. Several different filters (same lot #) were attempted with no success. The pump was also changed with no success. The nurse was able to infuse the dilantin with the filter from a different lot number (#1138656 exp 2013-11). Subsequently, the dilantin infusion was completed 5 hours after ordered. The patient was without seizure activity and is now on oral dosing. This was discussed at a department meeting. There were no other reports of filter problems. The non-working filters were saved and the floor stock of the filters was removed.they tried three of the same filters with the thought that one or two might have been defective. All of the filters that they used were from the same lot number.